Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported the device had ECG waveform noise. The alleged failure was observed while the device was in use on a patient, however, no patient adverse impact was reported.